Event description:
The patient via a manufacturer representative reported that the patient had an exacerbation of normal chronic pain that their stimulation was not relieving. The patient was reprogrammed on (B)(6) 2016. The patient was seen again on (B)(6) 2016 because the previous reprogramming was still not relieving their pain. At this appointment it was reported that both of the patient's leads had pulled down a full vertebral body length. The tip of the electrode went from the middle of t8 to the middle of t9. This lead migration was found via x-rays. The cause of the lead migration remained unknown. The patient elected to try for reprogramming instead of a revision of the leads. The impedances were taken and were all under 1,000 ohms. They were able to use the top electrodes in t9 to cover the patient's pain. During reprogramming the patient noted that their pain had gone from 7 out of 10 to 3 out of 10. The patient was also given other groups which helped cover their pain. A follow-up appointment was set for (B)(6) 2016. The patient was indicated for spinal pain and failed back surgery syndrome. Additional information regarding any further troubleshooting or interventions has been requested. If additional information is received, a follow up report will be sent. Additional information received from a manufacturer representative reported that they met with the patient on (B)(6) 2016. The patient had good coverage of their painful areas but their pain was still breaking through. The patient was going to have their leads surgically revised and replaced with a paddle lead. The manufacturer representative reprogrammed the patient and was able to improve the coverage of their lower back and right leg but the pain continued to break through to the patient's lower back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they had their implantable neurostimulator (ins) and leads replaced on (B)(6) 2016 because the leads were "separated from the spine". They patient had completely recovered from the revision at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient via a manufacturer representative reported during a reprogramming on (B)(6) 2016 that they did not like having to charge every 5 to 7 days. However, this was noted to be due to the patient having 2 programs at very high amplitudes. There were no patient symptoms reported. The patient was indicated for spinal pain and failed back surgery syndrome.